Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a normal follow-up, in situ measurements revealed some affected channels. The patient's family did not report any incident of accident or trauma. Furthermore, they did not report any changes in hearing perception with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Reportedly, the electrode was only partially recessed without additional fixation. This in combination with a relatively long distance from the mastoidectomy possibly due to the reported prominent sigmoid sinus could have contributed to the observed device failure. Additionally it is reported that 1 electrode was not inserted at initial implantation. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
During a normal follow-up, in situ measurements revealed some affected channels. The user's family did not report any incident of accident or trauma. Furthermore, they did not report any changes in hearing perception with the device. The user was re-implanted